Event description:
The manufacturer became aware upon receipt of the explanted device on (B)(6), 2012. Additional information has been requested but has not been made available as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This report is filed (B)(4) 2012.